Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had the artificial urinary sphincter cuff component removed due to fluid loss from a hole in the balloon resulting in recurring incontinence. A new artificial urinary sphincter cuff was implanted. Following the surgery, the patient outcome was reported a good.